Event description:
Caller states that he received a result of hi on the device and took his normal insulin. He states that 2 hours later his blood glucose was 48mg/dl on the device. He drank juice and sugar to elevate his blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.